Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Initial reporter is synthes sales consultant the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screwdriver tip broke off when a screw was being tightened during an open reduction internal fixation (orif) of the third metacarpal on (B)(6) 2018. The screwdriver broke into two fragments and the fragments were retrieved without necessitating any additional medical intervention. The procedure was successfully completed with the aid of a readily available screwdriver from the same set. There was a slight delay of approximately 45 seconds to locate the broken fragments and two x-rays were taken to locate the broken fragments. The patient status was reported to be fine at the end of the procedure. Concomitant device reported: 1.5 mm locking screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) stardriver screwdriver shaft this is report 1 of 1 for (B)(4).